Event description:
Procedure: lobectomy. According to the reporter: the stapler appeared to fire correctly. Bleeding occurred which was controlled with a clamp. The surgeon opened the patient and noted that the stapler cut but staples either did not form at all or were malformed. Staples fell into the cavity but all were retrieved. Or time was delayed 2 hours and the patient received 2 units of blood. Patient status was reported as fine and was released in 2008.